Event description:
Health professional reported a port explanted due to alleged migration. The port was successfully removed but it is unk if it has been replaced. Health professional has declined to provide any add'l info at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.